Event description:
It was reported that during a rectal prolapse surgery, this stapler got locked while the surgeon was firing on the prolapse. He made three attempts applying a higher force, to no avail. He reopened and reclosed the device, and applied a high force. He was eventually able to fire the device, but when he checked the staple line, about 3/4 of it was open, with the staples partially open. Surgeon had to apply sutures to close the open staple line and achieve hemostasis. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Deformed or damaged guide. The analysis results found that the instrument arrived in good visual condition without staples present and with the washer cut. After further inspection, it was noted that the guide face was detached from the device and was protruding from the casing. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the guide face was detached from the casing, it is possible that there was not sufficient adhesive applied. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.